Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via remote transmission with multiple at and af episodes. Review of the transmission confirmed intermittent undersensing. No programming changes were made. No recurrence has been noted since the event. The patient had no symptoms from the event and will continue to be monitored.